Manufacturer narrative:
The customer confirmed that their uninterruptible power supply (ups) failed, with no equipment alerts. Hospital it staff replaced the ups and recycled it locally network communications were reestablished. The ups in an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not posses troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method: (customer confirmed ups failure).

Event description:
The customer reported that there were getting a 'check network' message. Welch allyn tech support assisted customer in troubleshooting and found that the network switches were down, suggesting that the connection between the cpu and the switch had been severed or that the switch has lost power. Customer was going to involve their it department. This resulted to temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.